Event description:
A report was received that the patient was having charging difficulty because the battery was placed too deep. The patient underwent a pocket revision and was doing well post-operatively.